Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they became available.

Event description:
In this event it was reported that a midwest e attachment overheated while in use; no injury resulted.

Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and found the attachment did not meet production specifications for bur insertion and removal, run noise test, cut test and current draw test. Failure of the current draw test can lead to overheating of the attachment. Quality personnel tested the attachment and found that the maximum temperature achieved during load testing of 29.9 c did not exceed requirements. Results from (B)(4) stated the attachment was heating up and the head and fiber optic are dirty. The attachment was not cleaned/maintained properly and that's what cause the ball bearing damaged.